Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not charge as recommend, and in turn, the ipg became inoperable. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrections made to the method, results, and conclusions codes. Physician phone number and patient date of birth added.